Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, and a revision surgery was required to correct the screw placement, despite according to the surgeon: the final outcome after the revision surgery was successful as intended; the screw was replaced (re-positioned) to the intended correct position successfully. There was no harm or negative effect to the patient, neither due to the incorrect placement of one screw during the initial surgery, nor due to the repeat surgery and anesthesia (of ca. 2.5-3 hours). There were no further remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviation of the screw at left l5 from its intended position was a relative movement of the patient anatomy between the vertebra operated on (l5) in relation to where the navigation reference array was placed (between l1 and l2) due to a non-rigid and unstable connection between the vertebrae, especially from the decompression performed after the registration scan was performed and before the final placement of the screw at left l5. These vertebra movements relative to the fixed navigation reference array cannot be recognized by the navigation system when displaying tracked instrument positions on the registered image dataset. Additional factors that, to a lesser extent, may have contributed to the reported deviation are: the (non-brainlab) tap marker placed for left l5 may have deviated from the prepared path made by the brainlab drill guide due to insufficient fixation of the tap marker on the (non-brainlab) tap marker inserter and the instrument not having been recalibrated to navigation each time a new tap marker was loaded onto the tap marker inserter. After the navigated screwdriver was used to place larger-sized screws in s1, it was not recalibrated as required with the smaller left l5 screw, after this screw was removed and before it was reinserted into left l5, which may have caused a deviation of the navigation display of the screw compared to its actual position, if navigation was used as aid during the reinsertion of this screw. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the tap marker and screw at left l5 with the necessary navigation accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for a posterior lumbar fusion with planned placement of interbody cages and 8 pedicle screws in l3-s1, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 1.5. During the procedure the surgeon: positioned the patient in prone position on the or table and exposed the anatomy. Attached the navigation reference array at l2. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. Used the navigated brainlab drill guide to plan and save virtual screw projections in the navigation software, and drill a path in the pedicles according to the plan. Calibrated a non-brainlab tap marker inserter to the brainlab navigation, accepted the accuracy of the calibration to proceed, aligned it to the planned screw projections, and placed 8 tap markers in the left and right sides of l3-s1. Performed a decompression from l3-s1 and placed interbody cages without the aid of navigation. Verified the accuracy of the navigation with the pointer at each vertebra, removed the tap markers, and used a feeler to check the holes. Calibrated a non-brainlab screwdriver with a screw attached to the brainlab navigation, verified and accepted the accuracy to proceed, aligned it to the planned screw projection, and placed the screw into the pedicle, repeating this process for the left and right sides of l3-l5 (6 screws). Calibrated a non-brainlab tap to the brainlab navigation, verified and accepted the accuracy to proceed, aligned it to the planned screw projections, and tapped the existing paths for left and right s1. Re-calibrated the non-brainlab screwdriver with a larger screw attached, verified and accepted the accuracy to proceed, aligned it to the planned screw projections and placed the screws for left and right s1 (2 screws). Decided to remove the left l5 screw and checked the hole with the navigated pointer and the non-navigated feeler and fluid and confirmed that a breach did not occur. Replaced the left l5 screw in the same position (without adjusting or re-positioning) using the navigated non-brainlab screwdriver (without re-calibrating it with the smaller screw size for l5). It is not known if navigation was used as an aid during this step or if the surgeon only followed the prepared path made by the initial screw placement. Performed an intraoperative fluoroscopic confirmation scan using the non-brainlab 3d c-arm and confirmed the screw placements were correct. Completed the surgery. After the surgery, a post-operative CT was performed and the surgeon determined via this higher quality scan, that the left l5 screw deviated by approximately 5 mm and 8.4 degrees caudal from the intended position at the target point only. The entry point of the screw did not deviate from the planned position. A revision procedure using conventional methods was performed the following day without brainlab navigation, during which the left l5 screw was replaced (re-positioned) to the correct intended position successfully. According to the surgeon: the final outcome after the revision surgery was successful as intended; the screw was replaced (re-positioned) to the intended correct position successfully. There was no harm or negative effect to the patient, neither due to the incorrect placement of one screw during the initial surgery, nor due to the repeat surgery and anesthesia (of ca. 2.5-3 hours). There were no further remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.